Event description:
This is an (B)(6) who had a history of a hip dislocation identified on (B)(6) 2011 following a possible fall. This implant had been inserted on (B)(6) 2011. In the process of reducing his hip, the inner head went back into the socket. The outer bipolar shell was left out in the soft tissues. During the surgery to remove the endoprosthesis the bipolar shell was easily found within the soft tissues subfascially. It appeared as if the inter-ring was not really lodged in its typical position. It was loose and floating. This was unexpected and the md requested the implant be sent to the MFR for eval.